Event description:
The technician alleged the bed exit alarm volume is too low. No patient impact.

Manufacturer narrative:
The technician replaced the scale power control board assembly and the external alarm with housing to resolve the issue.